Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to hospital for intravenous (IV) antibiotic treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant,the patient experienced an infection at the device site. The patient is currently being treated. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.